Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high, out of range pace impedance measurements. There was no capture at the maximum outputs. A lead fracture was suspected. The patient, who has chronic atrial fibrillation (af), reported symptoms of feeling tired and shortness of breath. Additional information indicates that the system was programmed to vvi. There is no surgical intervention planned at this time. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this pacemaker and right atrial (ra) lead continued to exhibit high, out of range pacing impedance measurements and loss of capture. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The right atrial (ra) lead was surgically capped. No adverse patient effects were reported.